Event description:
I flow received a report stating, flow rate too fast. The pump was emptied 21 hours early. Expected delivery time was 96 hours. Fill volume 194 ml. Medication, 5fu, flow rate 2ml/hour. I-flow has not independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
Sample eval: received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 194ml for testing. When the pinch clamp was opened, the pump did not infuse. The flow restrictor was removed and treated with an air source to clean. The pump without tubing infused. The flow restrictor was reconnected and the pump infused. A flow rate test was then performed and the pump infused within spec. The dfu contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate."